Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level intermittently became low at night and elevated in the morning. Customer allege that the basal settings were the cause of the elevated and low bg. The customer inquired how to change basal settings on pump but declined further troubleshooting.